Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the image appears, becomes dark, and sometimes noise is heard on the video system center when the camera head is inserted and moves. The issue was found during an unknown diagnostic procedure that was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: battery depletion. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "noise image" was caused by a video connector contact failure. Olympus will continue to monitor field performance for this device.